Event description:
A staff member of the facility reported to the manufacturer's clinical representative that, approx 2 weeks earlier, an ICU pt suffering from respiratory failure, somehow became disconnected from the oxygen and ECG monitor. The disconnected lines were not noticed for 30-45 minutes. The reporter stated that the pt had anoxic brain injury as a result. A hosp staff member speculated that the inflated surface might have rotated past the maximum 20 degree positioning turn, causing the cables to become disconnected.